Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, she has been having issues with the bent cannulas. She was working around the house when the insulin pump alarmed no delivery. Her blood glucose was 400 mg/dl, treated with a manual injection. Customer states she had resolved the alarm with an infusion set change. Customer declined returning any of the consumables. She is not returning the insulin pump for analysis.